Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The cine drive was evaluated and replaced. The system was found to be working as intended and returned to service.